Event description:
A call was received stating that an extubation had occurred while the product was in use. The facility has been using the product with no problems. The caller stated that the taping could have been done incorrectly causing the endotracheal tube to extubate. The pt was reintubated with good outcomes. The caller was not the user. Unable to confirm the taping was the actual problem. Dale packaging shows how to tape and to use hospital avaiable tape. After a recent management review board meeting it was determined that the incident should be reported.